Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve was selected for use during a left atrial appendage (laa) closure procedure. After inserting the was, a thrombus was noted on the non-bsc wire at the septum in the right atrium. The physician attempted to aspirate the thrombus three times through the was a with 50cc syringe. The physician thought the thrombus resolved so the procedure continued and the sheath was advanced across the septum. A thrombus was then noted on the was in the left atrium. Heparin was administered. Activated clotting time (act) was greater than 400. Case was aborted at this time. The thrombus did not resolve. Patient was discharged the following day without neurological deficits.